Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On 09/29/2025, it was reported that the patient got an alert from her cgm that the reading was 49 mg/dl. Though she wasn't feeling any symptoms, she took a bg test to confirm which was 48 mg/dl. Despite not feeling symptoms, she drank a glass of orange juice to increase her glucose level then went to bed. The next morning, 09/29/2025, she woke up feeling incoherent, then when she was about to get off her bed, she passed out. She couldn't remember what happened next but she regained consciousness at the ICU with IV insulin. She couldn't tell how long she was unconscious, but she was told that her husband called 911 and when she arrived at the emergency room (ER), her bg test showed 900 mg/dl but her cgm stopped working (patient couldn't tell what happened to the sensor). She also couldn't tell if there was a bg test or medication given to her at home prior to being taken to the hospital. Patient couldn't tell what other medications where provided to her at the hospital as she was incoherent during her stay. She stayed at the ICU for 3 days and was transferred to a private room after. When she was transferred to a private room, the hospital staff put on a new g6 sensor but it was inaccurate so they removed it and put a new one on and it went fine. She was discharged on (B)(6) 2025 with a normal cgm and bg readings but she couldn't tell the exact values. Patient reported feeling fine after. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.